Manufacturer narrative:
Per visual inspection: front shell fit securely to inpen. No physical damage to cartridge holder was noted. Inpen paired to the commercial app. Inpen received with leadscrew 1/4 of travel. Inpen failed baseline and wireless functionality. Unable to perform 15 units (10 times) due to screw retracting back. Unable to perform displacement dose accuracy. Inpen passed front cap investigation. Pending further investigation performed in san diego location. In conclusion: per further inspection: performed dust/debris investigation and found visible horizontal abrasions and sticky fluid on the outside of electronics housing were noted. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew anomaly. Therefore, customer's concern of retracting leadscrew was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported no insulin was dispensed when the injection/dose button was pushed and the doses were not transmitted to the inpen application. Troubleshooting was performed and the customer was advised that the inpen will be replaced. No harm requiring medical intervention was reported. The customer discontinued to use the device and the inpen will be returned for failure analysis.